Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 145 mg/dl.